Manufacturer narrative:
(B)(4). The carefusion factory service technician evaluated the ventilator and confirmed the customer reported complaint. Found the control hose not fully connected to pneumatic causing unit to fail to pressurize. Tightened up the hose and unit now pressurizes to factory specifications. (B)(4).

Event description:
The customer reported that the ventilator will not pressurize, two circuits were put on unit and still would not pressurize. No patient involvement.